Event description:
It was reported that frequent messages about insufficient compressor negative pressure in the cardiosave intra-aortic balloon pump (iabp), during use. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to the character limit in the e.1. Section, the full event site name is (B)(6). Due to the character limit in the e.1. Section, the full event site address is (B)(6).